Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 9" (23 cm) appx 0.77 ml, pressure infusion (400psig) ext set w/remv microclave¿ clear, clave¿ clear, clamp, rotating luer where it was reported when drawing blood, blood squirts out from the proximal removable microclave when disconnected. It was also stated that the removable microclave is too loose in the package. No harm was reported.

Manufacturer narrative:
Received one (1) used. List# mc9004, 9" (23 cm) appx 0.77 ml, pressure infusion (400psig) ext set w/remv microclave¿ clear, clave¿ clear, clamp, rotating luer; lot# 14049397. No physical damage or other anomalies observed. Leak tested both microcalve's, no leaks observed. Passed dimensional requirements as well. As received, set is open, not in packaging. Could not confirm customer complaint of removable microclave is too loose in the package and leaking. The lot history was reviewed, no nonconformities were identified that may have contributed to the complaint.